Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received a motor error alarm and a no delivery alarm. Customer's blood glucose was 170 mg/dl. Customer was advised to change infusion set and site and to call back should issue persist.